Event description:
Drainage collection device changed 1030. The clamp on tubing for the chest drain receptacle was not released-user error. At 1750 c/o swelling in neck and feeling "fullness" in throat, clamp released and serous drainage flowed. Pt developed subcutaneous emphysema on right neck and upper right chest. Air leak now present with cough.